Event description:
Patient reported "deflation" against right device. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.1, d.4,d.6b, h.4, h.6. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.